Manufacturer narrative:
Concomitant medical products: model: addrl1 ipg; implant date: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited high thresholds. The rv lead and ra lead were removed and replaced. No patient complications have been reported as a result of this event.